Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had read write cubie error on row b and c. A field service engineer (fse) removed all pockets from drawer and reseated row board cable. Then the fse removed back panel and reseated row board cable on the drawer controller board, reseated retractor band cable on both connections, reseated the station and ran hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie memory read and write errors occurred in drawer 3.1, rows b and c. The issue had occurred multiple times within the same week. The user was able to recover the cubies and reassign medications; however, the condition continued to recur. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.